Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a procedure. It was reported that the spine clamp was damaged. It was stated that the clamp was stripped. It was stated that during inspection, lick of the open spine clamp screw was confirmed. There was no patient present when this issue was identified.

Manufacturer narrative:
The inst 9731780 n/a open spine clamp, radio (lot# 110128) was returned for analysis. Analysis found that the returned clamp was well worn with many nicks and scratches but was otherwise fully functional. No problem was found. If information is provided in the future, a supplemental report will be issued.